Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 21.9 mmol/l. The customer was wearing the insulin pump at the time of hospitalization. Customer also reported that there is a smell of insulin coming from the insulin pump. Troubleshooting occured, the insulin pump failed the high pressure test. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).